Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 116 mg/dl (patient's meter) and 266 mg/dl (lab result). The patient's mother depended on the results from the blood glucose monitor when treating the patient. This resulted in the wrong treatment and the patient became very ill. There were no symptoms reported. The patient did not receive medical treatment and was not admitted into a medical facility.